Event description:
It was reported that the patient is deceased and died approximately one month after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of two events reporting the death of this patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of two events reporting the death of this patient. See manufacture report numbers: 2647346-2011-00957, 2182208-2011-01071, 2649622-2011-10880, 2649622-2011-10881.